Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a25 5g android operating system version 2.13.1.11596. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level and experienced symptom of tremors. The customer reported tremors and self-treated with sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.